Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix extended and retracted smoothly and within specification.

Event description:
It was reported that the leads were attempted but not used during the implant procedure. The helix of the leads would not extend. The leads were replaced. No patient complications have been reported as a result of this event.